Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. The reported problem was confirmed. A review of the complaint file confirms that one similar complaint was received for the batch. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4).the cause was determined to be ph out of specification. A batch review of the manufacturing records for the lot involved in this incident were acceptable.

Event description:
A nurse reported to baxter (B)(4) during therapy precipitation was noticed in between heating coiler and degassing chamber, in the degassing chamber, between degassing chamber and predilution pump and also after the predilution pump. The patient therapy had continued for 37hrs before the precipitation was noticed. No precipitation was noticed at 35hrs. The blood was returned and therapy was set up with new supplies. A patient was involved, but no adverse events/consequences occurred.